Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36-88 mg/dl. Reportedly, customer accidently unlocked pump and initiated boluses which subsequently decreased their bg level. Bg was addressed via consumption of carbohydrates. The customer was instructed to add a pin to their pump to avoid this recurring.